Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 7469271) was impeded in the proximal end of the microcatheter and could not be further advanced. The physician retracted the stent and found the delivery wire no longer connected to the stent body. A new stent was used to complete the procedure. It was reported that the concomitant microcatheter (unspecified brand) was not replaced. There was no report of any negative patient impact. On 06-may-2023, additional information was received. The information indicated the target vessel was the middle cerebral artery (mca). The microcatheter used was a prowler select plus (606s255x / 30909768). A continuous flush had been maintained through the microcatheter. The information indicated that the microcatheter was removed when the stent was retracted and replaced; the target position was lost. The information indicated that another device went through the microcatheter without issue. When the stent was removed from the patient, it was noted that the stent was no longer connected to the delivery wire. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). There was no clinically significant delay in the procedure as a result of the reported issue. Based on the additional event information received on 06-may-2023, although the prowler select plus microcatheter was used to complete the procedure, it was removed when the complaint stent was retracted, resulting in a loss of the target position. This meets reportability criteria under 21 cfr 803 with a classification of ¿malfunction.¿.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30909768) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00254. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.